Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Customer wanted assistance in finding settings to write them down so they can discuss setting changes with their health care provider. Customer changed setting on (B)(6) 2016 and had elevated blood glucose levels ranging from 70-300 mg/dl. Customer declined any further assistance and ended call.